Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that the ins was turning off by itself. The patient stated that she didn't really make changes or check on the ins, but she noticed when she was hurting that the stim shut off because she didn't feel anything. The patient noted that she checked and the ins was off, so she turned it back on. The patient stated that this has happened 2 or 3 times. The patient reported that she really only feels stim while laying flat. The patient was redirected to follow up with their healthcare provider (hcp) for the following reason: to discuss ins status and the ins allegedly turning off. This patient noted that this started about a year. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins turned off and the patient did not feel it at all. The patient had an appointment to discuss this with her hcp. The patient stated the issuer was resolved when the ins was turned back on with the remote. No further complications were anticipated/reported.